Manufacturer narrative:
The device wwas evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a defective relay on the processor/bridge/pace board. The processor/bridge/pace board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed the self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.